Event description:
A technician reported that the phacoemulsification stopped in the middle of a case and a system message displayed indicating to restart the phaco. The system was switched out and the procedure was completed with no impact to the pt.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The host module was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).